Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause was supplier-related. The product returned for evaluation was one 22ga x 0.75¿ safestep safety infusion set. Light usage residues were observed and the safety mechanism was engaged. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the needle exit site from the housing. Microscopic inspection of the sample under both white and ultraviolet light revealed voids in the adhesive within the housing. The observed leakage appeared to be caused by incomplete adhesive coverage between the needle shaft and extension tubing. It appeared that bubbles/voids were formed in the adhesive during device assembly. The device is a supplied product and the supplier has been notified of this event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that after the device was primed prior to access the port system, it was noticed that the sheet was wet when the device was punctured into the port body and removed. There was no reported patient injury.

Event description:
It was reported that after the device was primed prior to access the port system, it was noticed that the sheet was wet when the device was punctured into the port body and removed. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.